Event description:
After the reporter rec'd an er1 message, she reinserted the same strip three times, and still rec'd an er1. She did not experience any symptoms or seek medical advice/treatment from a healthcare professional.